Manufacturer narrative:
Date of submission 11/07/2017 the device has been returned and evaluated by product analysis on 10/14/2017 with the following findings: during visual inspection of the pump, it was observed that there was moisture under the display lens. The keypad cover was opened and there was no contamination found under contacts. The pump was opened and there was moisture observed on all internal components.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a display issue. It was reported that the display becomes dark upon pressing buttons. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.